Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention via a clinical trial after an implant duration of approximately eighteen (18) years (explant implant date is unknown, know implanted in 1997) due to severe stenosis and mild regurgitation secondary to calcification. A 23mm transcatheter valve was implanted inside a disabled bioprosthetic valve in the aortic position. The patient was noted to be discharged.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.